Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the harmonic ace insert curved blade to be broken near the blade base. The broken piece was not returned. The common cause of this failure mode is typically attributed to mishandling/misuse. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. A review of the procedure log confirmed the surgical procedure was performed on the reported event date. In addition, the device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. An image of the harmonic ace insert related to this event was received and reviewed by the regulatory post market surveillance (rpms) specialist. The image confirmed that the harmonic ace insert blade was missing/detached. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace insert blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that the surgeon used the harmonic ace insert to "insert the tissue to separate the large head," and the "rupture" was removed during the same procedure. The patient had no complications due to the reported incident. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event from the customer: it was confirmed that no fragment fell inside the patient during the surgical procedure. The device was reportedly inspected prior to use, and no issues were noted. It was confirmed that there was no patient harm, injury or adverse outcome. There is no video recording of the procedure, but an image of the device damage was provided.